Manufacturer narrative:
S/v 3.0d. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify backlights anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call for back light anomaly. Blood glucose was 295 mg/dl. Customer reported the back light doesn't light up. Customer¿s insulin pump is currently in low battery status. The insulin pump will be returned for analysis.